Event description:
It was reported that the patient's right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure. Further information was requested but not received.

Event description:
Additional information received indicated the patient presented remotely via merlin.net for this event.